Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a proglide device after an interventional angioplasty of the lower extremities procedure with a 6fr sheath. Reportedly, there was difficulty in retracting the handle and a cuff miss [suture retrieval issue] occurred. Manual compression was applied to achieve hemostasis. It was noted that prior to manual compression pain was noted; however once manual compression was applied the pain subsided. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effect of pain is listed in the proglide instructions for use as a potential adverse event associated with use of the suture mediated closure devices. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The reported patient effect of pain is a known inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - medical device problem code: code 1536 was removed.